Manufacturer narrative:
Device evaluation summary: during evaluation of the sample it was observed to be intact. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that patients experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: seroma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent a breast augmentation primary with mentor memoryshape 300cc gel implants had work related minor traumas to her left upper extremity during the early postoperative period. This caused some initial wound healing issues that eventually resolved. In addition, she had some left breast swelling that also resolved. More recently, she presented with enlargement of the left breast in comparison to the right with localized discomfort. Ultrasound done on (B)(6) 2019 confirmed the presence of a seroma around the implant. The patient underwent left neo pocket formation and bilateral implant exchange with a mentor memoryshape breast implant 390cc, catalog number 3341202, serial number (B)(4) (r) and a mentor memoryshape breast implant 345cc, catalog number 3341152, serial number (B)(4) (l) due to asymmetry and desire to change implant size on (B)(6) 2019. The serous fluid that was present within the capsule was yellowish in color and slightly thicker than regular serous fluid. This was obtained for both cytology and culture. Cytology results were as follows: ""cytospins reveal scattered pmns and rare lymphocytes; the cell block, however, demonstrates abundant pmns and rb cs, macrophages and epithelioid cells in a proteinaceous background. There is a short strip of atypical spindle cells with enlarged, angulated, pleomorphic hyperchromatic nuclei, some with prominent eosinophilic nucleoli without evidence of mitotic activity or necrosis, most suggestive of a reactive process. There is no evidence of a neoplastic lymphoid process. No malignant cells identified."" The results of the culture were not provided, but no infection was reported. No device issue such as rupture was reported.